Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to qrf-0369.b. The magnet housing on the swivel positioner had failed allowing the magnet to become dislodged from the housing. The magnet was not returned with the device. The complaint was confirmed.

Event description:
During treatment of atrial fibrillation with the fusion 150 and a concomitant laa occlusion, the swivel positioner magnetic cap from the fusion 150 had lost the magnet. The magnet had remained attached to the distal end of the fusion without any problem for the patient. The positioner was replaced with no delay in case.